Manufacturer narrative:
According to the log file the device passed the power-on self-test on the date of event without deviations. The first two surgeries were uneventful. The procedure in question was started as the third of this day and went unremarkable for the first hour until two consecutive encoder check errors occured. The workstation switched-off the automatic ventilation and alerted the user by a corresponding alarm. The surgery was continued for an additional period of 10 minuted until the device was switched off. The replaced motor was tested in a lab device and exhibited no error of the optical position and motion detection system. There was a normal start-up from each position. The controller board for the motor was tested as well. An error condition like reported could not be duplicated. However, a deviation in the control koop for the heating function was found. The motor itself gave no hint that would point to the reported vent failures. The available information allows no reliable conclusion in terms of root cause. However the most likely explanation for the users observation would be the following: the motor and the heating function are connected to the same supply voltage. It cannot be excluded that the error condition in the heating control circuit leads to intermittent drops in the supply voltage. It would be imaginable that these drops can cause slight speed changes of the ventilation motor which will be detected by the speed and position control monitoring. The system is designed to cut off automatic ventilation to prevent from damages to the ventilator unit. Draeger finally concludes that the workstation responded to an error condition as expected, automatic ventilation was switched off while the corresponding alarm was posted. Manual ventilation remains possible to the full extent. No patient consequences have occured.

Event description:
It was reported that the workstation posted several alarms regarding ventilator failure during a procedure. The unit was replaced. No patient consequences have been reported.